Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit is "down". There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that this unit was undergoing preventive maintenance when it was found that the oxygen reading and flow sensors could not be calibrated. This was not a reportable malfunction. Additional information was received stating that this unit was undergoing preventive maintenance when it was found that the oxygen reading and flow sensors could not be calibrated. This was not a reportable malfunction.